Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the mid left anterior descending (lad) artery. The lesion characteristics are unknown. The physician pre-dilated the lesion using the 12mm x 2.50mm nc quantum apex balloon catheter. The balloon was inflated twice to 18 atms and removed. Next, the physician implanted a non-bsc 2.5mm x 29mm stent in the lesion. The 12mm x 2.50mm nc quantum apex balloon catheter was advanced to post-dilate the stent, inflated once to 18 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.